Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed noise, high ventricular impedance ranging from 1328-1648 ohms, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.